Event description:
Following successful implant of the excluder bifurcated endoprosthesis trunk-ipsilateral component, the physician checked the opening and position of the contralateral leg hole and continued with positioning of the contralateral component. However, the position for deployment of the contralateral component was not correct and the contralateral device deployed into the aneurysm sac on the proximal end and into the common iliac artery on the distal end. Thus, the physician converted to an aortic-uni-iliac approach using two aortic extenders and implanting a femoro-femoral bypass. There was no adverse outcome for the patient. No allegation of product deficiency was made.